Manufacturer narrative:
Testing and investigation was performed at the service center. During testing the device touchscreen did not respond when pressed along the right side and center of the lcd touchscreen. The probable cause was due to contamination on the device touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not working. There were no reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. No additional information was provided.